Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had missing display window.

Event description:
The customer reported that the insulin pump was not delivering the insulin, and reservoir indicator shows empty even though there is full reservoir in the device. The blood glucose reading was 173mg/dl. Troubleshooting was performed, and the device alarmed. The caller stated that the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.